Event description:
It was reported that a patient with osteoporosis underwent a bkp at l2 to treat a compression fracture. The operative vertebra was a little collapsed anteriorly, but no other damage was noted. Sometime post-operatively (date unknown), the patient reportedly complained of pain in lower extremities caused by soft tissues pushed into spinal canal. Myeloma was suspected, but a biopsy result was negative. Extrusion of soft tissues was confirmed by a postoperative CT examination (date unknown, but performed within 1 week postoperatively). No neurological symptoms were observed other than lower extremities pain and no additional treatment was considered at the reporting time. No cement migration was noted. The patient did not fall after the surgery. It was unknown whether any exterior fixation was prescribed.

Manufacturer narrative:
Outcome attributed to adverse event is unknown.(B)(4). (No known device problem). Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.